Event description:
During an arthroscopic procedure, the physician was utilizing two speedstitch suturing devices and two different suture cartridges. The physician indicated that the wings of the suture cartridges would not lock into place of either speedstitch device handle. It was reported that the procedure took 45 minutes longer than normal. No pt injuries were reported as a result of this event.

Manufacturer narrative:
Reference MFR reports: 9019871-2012-00269, 9019771-2012-00270, 9019871-2012-00271. The lot number of the above-referenced device was not available; therefore, no mfg or expiration date can be provided.